Event description:
The patient started having complaints of thigh pain after another fall on (B) (6) 2010, and the stem was found broken.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.